Event description:
Imp # (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an eval was performed. The eval concluded that the device was operating as designed. (B)(4).